Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal operated in the usual way, but the seal part of heartstring iii did not expand and it became unusable because it became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 11nov2019 for evaluation and investigated on 26nov2019. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device and specks of blood on the loading device. The white plunger on the delivery device was not depressed and the blue slide lock was disengaged. Heavy amounts of blood were observed in the delivery tube indicating that there was an attempt to insert the delivery device into the aorta; therefore no measurements were able to be taken. The seal and tension spring assembly remained inside the loading device. The seal was observed to be folded and partially inside the tube and the white plunger on the delivery tube was not pressed. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal operated in the usual way, but the seal part of heartstring iii did not expand and it became unusable because it became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.